Event description:
Upon receipt of additional information it has been determined that the sterility was intact and reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the sterility was intact and reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged . No additional information on the reported event is available.